Event description:
Per the audiologist at the pt's implant center, the pt reported that she had an MRI at another facility sometime during the weekend of 08/28-29/1999. MRI's are contraindicated if the magnet is in place in the implant. This contraindicated is listed in the user manual and on the pt ID card. The pt reportedly presented at the implant center on 08/30/1999 with the magnet no longer in place in the implant and a laceration in the skin over the magnet site. A sterile replacement magnet was requested by the surgeon. The magnet of the ci24m is designed to be removeable.